Event description:
The facility reported a colleague infusion pump with failure code 810:11. It is unknown when this event occurred, but occurred in the general pt ward. This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague pump with a failure code of 810:11 was confirmed but not reproduced during product evaluation. The root cause of this condition was assigned to an ail (air in line) board that was out of calibration. The ail pcb (printed circuit board) was recalibrated to correct this condition. This is involving a pump with software 6.13.90 which is categorized as a colleague 2006.failure code 810:11 indicates a possible air sensor error (air sensor/circuit saturated).